Event description:
It was reported that the patient was implanted with a new neurostimulator. Following the replacement the patient experienced an overstimulation sensation. The patient experienced feelings of shock when moving and could not turn the implantable neurostimulator down. The patient programmer had not been used in over two years and would not turn on. Using new batteries and removing the antenna did not resolve the problem. It was noted that there were no signs of corrosion in the battery compartment. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3777-45, serial# (B)(4), implanted: 2008-(B)(6), explanted: na, lead model 3487a-33, lot# v122673, implanted: 2008-(B)(6), explanted: na, lead model 3487a-33, lot# v122673, implanted: 2008-(B)(6), explanted: na, extension model 3708240, serial# (B)(4), implanted: 2008-(B)(6), explanted: na, programmer model 37743, serial# (B)(4).